Event description:
It was reported that ongoing intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose.